Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during clinical procedure. Customer aborted the procedure and moved patient to another non-philips lab. It was reported that the poor image quality during an interventional procedure. Upon troubleshooting, philips field service engineer (fse) visited onsite and reviewed the license file and found that not all options were delivered from the factory, which caused the xper CT open to be unusable for the customer. Fse updated the license file. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was poor image quality during an interventional procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during clinical procedure. Customer aborted the procedure and moved patient to another non-philips lab. It was reported that the poor image quality during an interventional procedure. Upon troubleshooting, philips field service engineer (fse) visited onsite and reviewed the license file and found that not all options were delivered from the factory, which caused the xper CT open to be unusable for the customer. Fse updated the license file. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome. The manufacture date and the reporting institution name have been updated.